Event description:
Information received by medtronic indicated that the insulin pump back side was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Sw 4.11e. Retainer ring = black. Customer complained about the unit having a crack on the back. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, partially broken off battery tube threads, cracked reservoir tube lip and scratched case. Unit was confirmed for cracked case at belt clip rail corner. Unit passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.